Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to electromagnetic interference (emi) on the implantable cardioverter defibrillator (ICD. No changes or intervention was performed and will continue to be monitored. There were no patient consequences.